Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the endovascular treatment of a ib endoleak on a non mdt stent graft. It was reported that during the index procedure, the physician has correctly advanced the guide in the target position and 5 endoanchors were successfully implanted. After the 5th anchor deployment, a noise was heard coming from the guide. Attempts were made to position the 6th anchor but the applier didn't advance the last proximal cm. The applier was retrieved and tried to advance the dilatator without success (same as for the applier). It was decided to take out the entire system and the guide was replaced was then used with the same applier. It was reported that no obvious abnormalities or damage was observed on the guide after it was removed. After evaluating the guide catheter, some metal was visible in the distal part and an endoanchor fracture was queried. It was also reported that before the issue was observed the distal part of the guide seemed to be partially occluded with possibly a fractured part of the endoanchor as per the physician the cause of the event was a heli-fx guide failure. No additional clinical sequalae were reported and the patient is fine.